Manufacturer narrative:
B3: event date was estimated. Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection, with an unknown onset date of staph aureus post antibiotic course. The patient was admitted in (B)(6) 2023 for an elective bronchoscopy for debridement of t-tube secretions. During that admission, it was found that the patient's driveline infection with staph aureus was ongoing. The patient was put on new antibiotic suppressive until their follow up with infectious diseases. The patient was discharged and stable.